Event description:
The customer contact reported that during testing at the user facility, the device delivered more than intended. The device was returned to the biomedical department with an unsigned note that stated, "not working. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.